Event description:
While using a suction irrigator, ref 250-070-520, lot 24266fg2, during surgery the device would not turn off and began smoking. Device immediately removed from field. Smoking stopped and device disposed of.